Manufacturer narrative:
Unit received with a blank display due to corroded electronic assy. The motor assembly found with traces of corrosion. Unable to perform displacement test due to blank display. Unit received with cracked case on the back at the battery tube area, belt clip rail case corner and battery tube threads. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had physical damaged. The customer¿s blood glucose level was unknown. The insulin pump will be returned for analysis.